Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump site was painful. It was stated that it was making the pain worse. The entire device system was explanted and the event resolved without sequela. The system was delivering fentanyl, bupivacaine, and clonidine.